Event description:
It was reported that the patient was twiddling and picking at the device. The device pocket had multiple infections and the patient would not allow the site to heal. Therefore the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.